Event description:
The customer reported that the display was dark/blank.

Manufacturer narrative:
The customer reported that the display was dark/blank. The customer called the philips response center to troubleshoot the problem, but did not send the unit back to philips for evaluation and/or repair. The customer ordered and installed a new control pca. The customer reported that this resolved the issue.